Event description:
It was reported that the patient experienced kidney failure. An angiojet zelantedvt was selected for iliac femoral deep vein thrombectomy procedure. The patient was pre checked and had good kidney function pre procedure. The vessel had no flow. During procedure, the catheter was run for 240 seconds. The patient has spiked a fever during the procedure. After the procedure, the patient's kidney function stopped. The patient was stable post-procedure.